Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. The patient's programmer also reflects a communication error. A company representative met with the patient and confirmed the issues. The patient stated he lost stimulation approximately 3 months ago and did not recharge the device. As such, the patient may undergo surgical intervention to address the issues.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored following the procedure.